Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file indicated that the normalized amplitude of the waveform was too high to match a shockable rhythm and the device performed to specification. The analysis feature worked as designed. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device gave a "no shock advised" prompt for a rhythm clinicians believed was shockable. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.